Event description:
The affiliate reported that the device was implanted via l-p shunt. After implantation, it was noted that the patient¿s dementia symptoms became worse. As a result, the device was replaced. During the surgery, the lumbar catheter was found broken. Part of the broken catheter was left inside the patient¿s body.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.